Manufacturer narrative:
(B)(4). Analysis of the patient programmer (s/n (B)(4)) found the antenna jack was broken. The repair department replaced the defective antenna jack. The faceplate was replaced due to scratches.

Event description:
The consumer reported there was poor communication on the patient programmer (pp). The patient had a non-rechargeable device. The patient uses an antenna. It was reviewed to unplug the antenna and place the pp directly over the implantable neurostimulator (ins) on the skin and sync with the ins. This resolved the reported issue. The patient was redirected to the repair department. The pp had poor communication when the antenna was attached. It worked when the antenna was unattached. The patient was to follow up with the health care provider (hcp). The patient had no stimulation as of (B)(6) 2015. Medical history includes occipital neuralgia. If additional information is received, a supplemental report will be submitted.